Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter number: (B)(6).

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have¿foreign matter found on drip chamber". There was no patient harm reported.

Manufacturer narrative:
One (1) used 14687-15 primary plum set was returned for inspection. As received, a black spot was confirmed visible in the drip chamber. The drip chamber was cut open and the particle was confirmed to be embedded in the drip chamber wall, not in the fluid path. The area of the particle failed the allowable surface area of the embedded material. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The reported complaint can be confirmed. The most probable cause is burnt material embedded in the wall of the drip chamber during the molding process. The embedded material is not in the fluid path and does not affect the functionality of the device. D9 - product received date: 3/20/2023.